Manufacturer narrative:
Additional manufacturer narrative: the carpentier-edwards pericardial valve has been designed to minimize structural valve deterioration (svd). Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. As noted in the literature, the rate of svd in bioprosthetic valves increases over time, particularly after the initial 7 to 8 years after implantation. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 31mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of approximately eight (8) years due to degeneration. The tmvr procedure was performed with a 29mm edwards transcatheter heart valve successfully through transapical approach. The patient was noted to be doing good. No additional details were provided.

Event description:
Edwards received notification that this patient with a 31mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of approximately eight (8) years due to degeneration leading to stenosis. The tmvr procedure was performed with a 29mm edwards transcatheter heart valve successfully through transapical approach. The patient underwent successful rehabilitation and is currently doing good.